Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/13/2026. An investigation was conducted on 01/13/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000504702 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during a standard evh procedure, the vasoview hemopro 2 c-ring split in half and was rendered inoperable. No part of the device fell into the patient. No patient harm was caused. No significant delay in the case was caused by the issue. The device was removed from the field and a second device was opened and the case was completed without further incident.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). Initial reporter exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.